Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide wire: amplatzer, (B)(4); heparin. The five other perclose proglide devices referenced are being filed under separate medwatch MFR numbers. The device was reported to be discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the calcified right common femoral artery was attempted with six proglide devices, using the preclose technique, prior to an endovascular aneurysm repair (evar) procedure. Reportedly, the first proglide device could not be loaded onto the amplatz guide wire. The second proglide device was difficult to advance onto the guide wire, but it was advanced into the patient anatomy. A cuff miss occurred. A third proglide device had a cuff miss. The guide wire was changed to a terumo guide wire. The fourth, fifth and sixth proglide devices had cuff misses. The sutures of a prostar xl device were successfully placed. The evar procedure was completed and hemostasis was achieved with the successfully preplaced sutures of the prostar xl device. There was a clinically significant delay in the procedure of 30 minutes due to the issues with the proglide devices. It was reported that the physicians are trained in the use of the proglide device and established in the pre-close technique. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant medical product: sheath: 8f. Guide wire: amplatzer 0.035, terumo 0.035. The device was not returned for analysis. A conclusive cause for the reported difficult to insert could not be determined; however the additional treatment and delay appear to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Unused, sterile proglide devices were returned with no damage noted and functional testing was performed successfully.

Event description:
Subsequent to filing of the initial medwatch report, additional information was received: the sheath size for the pre-close procedure was 8f. The amplatzer guide wire and the terumo guide wire were both 0.035.